Event description:
It was reported that lens vaulted asymmetrically (z-syndrome) post implant. Additional info received suggests that a secondary intervention has been performed to reposition the lens and subsequently the lens was scheduled to be exchanged on (B)(6) 2014. This report pertains to the pt's right eye. Additional info has been requested, but no additional info has been received by bausch & lomb to date. Please reference MDR # 2031924-2014-00247 for the patient's left eye.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7450606) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current info, the specific root cause of the event could not be determined.